Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's garment was tight and the patient had difficulty breathing. It was also reported that the garment was digging into the patient's skin and causing the patient's skin to bleed. There was no alleged device malfunction contributing to the irritation. The physician adjusted the patient's garment. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.